Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the iabp and replaced the gray pressure and vacuum line filters and temperature sensor. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) signaled overheating. There was no patient involvement.